Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was cracked and the battery cap was unable to tighten securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: during investigation, the black box download verified power loss event on complaint date of (B)(6) 2018. The pump intermittently powered with the returned battery cap. A test battery cap was used for all testing. The battery cap threads damaged/stripped. The battery compartment cracked from the top to cover part. Bolus button torn/punctured, but responsive. A 12 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case and there was no evidence of moisture, loose components inside pump.